Manufacturer narrative:
Manufacturer ref#: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during an endovascular embolization, an envoy da xb, 6f, 105cm, mpc guide catheter (67125605db, 31242284) was delivered to the patient. The proximal end of this guide catheter was observed to be kinked/bent. The doctor removed the guide catheter from the patient and switched to another guide catheter with the same unspecified microcatheter. Additional event information received on 04-jul-2025 indicated that the microcatheter used was a prowler select plus 150/5cm (606s255x, lot unknown). The device deficiency did not result in patient harm.

Manufacturer narrative:
Manufacturer ref# (B)(4) updated sections on this medwatch: b4, g3, g6, h2, and h11. On (B)(6) 2025 it was discovered this event no longer meets us FDA reporting guidelines.